Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they need to turn their stimulator off for an MRI and a nerve test for their back. Patient states they can't get the handset and communicator to connect to the implant. Patient services walked patient through trying to connect but patient continually received a "device not responding" message. Agent had patient reposition the communicator appropriately and ensured the communicator was unplugged, however the issue persisted. Agent had patient move to bathroom with minimal emi. The issue was not resolved through troubleshooting. Patient stated that they haven't charged the communicator since receiving the implant. Agent reviewed charging expectations. The patient was redirected to their healthcare provider (hcp) to further address the issue. An email was sent to repair to replace the device. Additional information was received from the patient. They called back with their new communicator and stated they were getting the same "device not responding" message when trying to connect to their ins. The patient had already paired the communicator and handset, and tried repositioning the communicator, but the message persisted. The patient was redirected to follow up with their healthcare provider (hcp) to get their ins checked. Additional information was received from the patient. The patient called back and said they are trying to get an MRI done this coming wednesday, but they are having issues with their devices connecting to each other. Patient said they got a new controller, but the controller is not picking up the device in their body. Patient mentioned they have a sciatic nerve pinched and disintegrating vertebrae, and they are holding on an MRI because of this. Troubleshooting was unable to be performed as patient was at work at the time of the call. The patient was encouraged to call back for further troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Reviewed device registration with patient.

Event description:
Additional information was received from the patient. They reported that the likely cause of the communication issue with the implant and new communicator as being "age and not being charged often." When asked the steps taken towards resolution, the patient responded "called [company] for advice."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.